Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump was received with cracked case at lcd window corners and battery tube threads.

Event description:
The customer reported via phone call that the buttons were intermittently working. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.